Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non- healthcare professional reported after intraocular lens (iol) implant procedure, a central blemish was noted on the lens, hence doctor removed and replaced with another lens during initial procedure. As per the doctors opinion lens injector's plunger was bent, which was causing scratches. The procedure was completed on same day without any harm to the patient. Additional information has been requested.